Manufacturer narrative:
The received device was evaluated and found the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 1881 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined. In addition, a tear was found in the exposed portion of the soft cannula. Fluid was observed exiting the site of the tear causing a leak along the fluid path. Due to the tear, fluid was unable to successfully exit the distal tip of the soft cannula. Although there was damage to the exposed portion of the soft cannula, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle had deployed late. The pod was not worn.